Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 275 mg/dl and a bolus via the pump was delivered to address the bg. The customer did not know what caused the high bg; however, the high bg issue was resolved. Tandem technical support advised the customer to discuss the event with a healthcare provider.